Event description:
It was reported that the patient accidentally pulled the infusion set out of the applicator during setup, resulting in the need for replacement infusion sets and a cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed an infusion set deployment error consistent with user technique, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.